Manufacturer narrative:
Sensor 0p27t6ave has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. Performed a source measure unit (smu) to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were performed and both were within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving an unspecified lower sensor scan result and it is unknown whether the customer noted a trend arrow on the device. The customer was described as having symptoms of being confused and speaking incoherently. The paramedics were contacted where the healthcare professional (hcp) obtained a hcp meter result of 540 mg/dl compared to a sensor scan result of 50 mg/dl. The length of sensor wear is unknown. The results/comparison readings when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant. The customer was placed on a stretcher and was transported to the hospital. Upon arrival at the hospital, the hcp obtained a hcp meter reading of 590 mg/dl and was administered insulin (dose/type unspecified), received a full panel testing, an x-ray, and a CT scan. The hcp performed blood and urine cultures and provided unspecified fluids and antibiotics intravenously as the customer felt dehydrated. There was no report of death or permanent injury associated with this event.